Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Premature battery discharge reportedly observed on the subject ICD during a follow-up on (B)(6) 2021. The battery voltage was at 2.63v, wile at the previous follow up on (B)(6) 2020, it was at 2,85 v. The device was explanted.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Premature battery discharge reportedly observed on the subject ICD during a follow-up on 19 may 2021. The battery voltage was at 2.63v, wile at the previous follow up on 15 may 2020, it was at 2,85 v. The device was explanted.